Event description:
It was reported that the subject device received a e333 error. The event occurred during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h4, h6 and h11. After a conversation between technical assistance center and customer the error e333 has been resolved through the following troubleshoot: turn off the otv-s200, clean off any residue with a lint-free cloth moistened with mild detergent, dry the unit thoroughly, and turn it on again. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.